Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted for permanent birth control in (B)(6)2009. On or about(B)(6) 2012, plaintiff began to experience cramping pelvic pains and longer, heavier periods that were normally accompanied with pain. She visited multiple facilities during this time for the pain, without a solution being discovered. On or about (B)(6) 2015, plaintiff sought a definitive solution to her problems and underwent a partial hysterectomy. Follow-up received on 28-jun-2016 quality-safety evaluation of ptc: (B)(4). In this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced cramping pelvic pains. A partial hysterectomy was performed. This event is listed according to the reference safety information for essure. In this case, she experienced this event about 2 years and 11 months after essure insertion. Considering compatible temporal relationship and lack of plausible alternative explanation, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping pelvic pains") in a female patient who had essure (batch no. 629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergone essure confirmation test". Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("longer heavier periods") and dysmenorrhoea ("periods that are normally accompainied with pain"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal vaginal bleeding"), pruritus ("itching"), urticaria ("hives"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, alopecia and weight increased had resolved and the menorrhagia, dysmenorrhoea, hormone level abnormal, vaginal haemorrhage, pruritus, urticaria, nausea, tooth disorder, allergy to metals, dyspareunia, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, pruritus, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping pelvic pains/ pain") in an adult female patient who had essure (batch no. 629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergone essure confirmation test". Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("longer heavier periods/ abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), nausea ("nausea") and dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced pruritus ("itching"), urticaria ("hives"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("periods that are normally accompainied with pain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (tooth removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, hormone level abnormal, vaginal haemorrhage, pruritus, urticaria, nausea, tooth disorder, allergy to metals, dyspareunia, fatigue, alopecia, abdominal pain lower and weight increased had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, pruritus, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: pfs received. Reporter's information was updated. Outcome of following events were updated from unknown to recovered/ resolved : lower abdominal pain, dental problems, hormonal changes, fatigue, dyspareunia, nickel allergy, nausea, itching, hives, abnormal bleeding (vaginal, menorrhagia). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping pelvic pains/ pain / mild pelvic pain') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. 629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergone essure confirmation test". The patient's medical history included back pain. Concomitant products included acetylsalicylic acid;caffeine (bc), cefixime (flexeril), cetirizine hydrochloride and metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding ("longer heavier periods/ abnormal bleeding (menorrhagia)"), feeling abnormal ("hormonal changes describe: brain fog"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), nausea ("nausea"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: moodiness") and hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2009, the patient experienced pruritus ("itching"), urticaria ("hives"), fatigue ("fatigue"), alopecia ("hair loss") and rash papular ("rashes or skin conditions type: red and itchy bumps on arms, legs, and neck."). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In 2010, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("periods that are normally accompainied with pain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with cetirizine hydrochloride and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and tooth removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, tooth disorder, heavy menstrual bleeding, feeling abnormal, vaginal haemorrhage, pruritus, urticaria, nausea, allergy to metals, dyspareunia, fatigue, alopecia, abdominal pain lower, weight increased, mood altered, hot flush and rash papular had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, heavy menstrual bleeding, hot flush, mood altered, nausea, pelvic pain, pruritus, rash papular, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2021: medical record received: medical history, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping pelvic pains/ pain / mild pelvic pain') and tooth disorder ('dental problems') in an adult female patient who had essure (batch no. 629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergone essure confirmation test". The patient's medical history included back pain. Concomitant products included acetylsalicylic acid;caffeine (bc), cefixime (flexeril), cetirizine hydrochloride and metformin. In (B)(6) 2009, the patient experienced heavy menstrual bleeding ("longer heavier periods/ abnormal bleeding (menorrhagia)"), feeling abnormal ("hormonal changes describe: brain fog"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), nausea ("nausea"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: moodiness") and hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pruritus ("itching"), urticaria ("hives"), fatigue ("fatigue"), alopecia ("hair loss") and rash papular ("rashes or skin conditions type: red and itchy bumps on arms, legs, and neck."). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In 2010, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("periods that are normally accompainied with pain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with cetirizine hydrochloride and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and tooth removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, tooth disorder, heavy menstrual bleeding, feeling abnormal, vaginal haemorrhage, pruritus, urticaria, nausea, allergy to metals, dyspareunia, fatigue, alopecia, abdominal pain lower, weight increased, mood altered, hot flush and rash papular had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, heavy menstrual bleeding, hot flush, mood altered, nausea, pelvic pain, pruritus, rash papular, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. Lot number:629146, manufacture date: 2009-01, expiration date: 2012-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping pelvic pains") in a female patient who had essure (batch no. 629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergone essure confirmation test". Concomitant products included metformin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("longer heavier periods") and dysmenorrhoea ("periods that are normally accompainied with pain"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal vaginal bleeding"), pruritus ("itching"), urticaria ("hives"), nausea ("nausea"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain") and weight increased ("weight gain"). The patient was treated with surgery. Essure was removed on (B)(6).. At the time of the report, the pelvic pain, alopecia and weight increased had resolved and the menorrhagia, dysmenorrhoea, hormone level abnormal, vaginal haemorrhage, pruritus, urticaria, nausea, tooth disorder, allergy to metals, dyspareunia, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, nausea, pelvic pain, pruritus, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the event hormonal changes, abnormal vaginal bleeding, itching, hives, nausea, dental problems, nickel allergy, dyspareunia, fatigue, hair loss, lower abdominal pain, weight gain, patient not undergone essure confirmation test added,events outcome added,concomitant medication added,events outcome added,reporters added,lot number added. "Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("cramping pelvic pains/ pain / mild pelvic pain") and tooth disorder ("dental problems") in an adult female patient who had essure (batch no. 629146) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient not undergone essure confirmation test". The patient's medical history included back pain. Concomitant products included acetylsalicylic acid;caffeine (bc), cefixime (flexeril), cetirizine hydrochloride and metformin. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("longer heavier periods/ abnormal bleeding (menorrhagia)"), feeling abnormal ("hormonal changes describe: brain fog"), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding (vaginal)"), nausea ("nausea"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: moodiness") and hot flush ("hormonal changes describe: hot flashes"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pruritus ("itching"), urticaria ("hives"), fatigue ("fatigue"), alopecia ("hair loss") and rash papular ("rashes or skin conditions type: red and itchy bumps on arms, legs, and neck."). In (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In 2010, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced dysmenorrhoea ("periods that are normally accompainied with pain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with cetirizine hydrochloride and surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and tooth removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, tooth disorder, menorrhagia, feeling abnormal, vaginal haemorrhage, pruritus, urticaria, nausea, allergy to metals, dyspareunia, fatigue, alopecia, abdominal pain lower, weight increased, mood altered, hot flush and rash papular had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, hot flush, menorrhagia, mood altered, nausea, pelvic pain, pruritus, rash papular, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event " hormonal changes describe: moodiness, hot flashes, brain fog, rashes or skin conditions type: red and itchy bumps on arms, legs, and neck" were added. Outcome of event " rashes and skin conditions" was updated as recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.